Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now and low battery alarms. The customer stated the alarm occurred less than 10 hours from low battery. The customer stated the battery cap is ok. The customer stated using (B)(6) battery. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.